Event description:
Hospital reported they had an air injection during a procedure. The amount of air injected was reported as "small to moderate". The hospital could not confirm the condition of the patient or the symptoms that occurred. Patient was sent to another hospital and placed in a hyperbaric chamber. The hospital was not aware of any impact to the patient.

Manufacturer narrative:
Medrad service representative checked injector with no problems found that would relate to the air injection. Hospital declined additional applications training. There are numerous warnings in the stellant operation manual on the potential risk of air embolism and appropriate procedures to prevent occurrence.